Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had squirting insulin all the way out the end but there was no numbers on the screen. The customer¿s blood glucose level was unknown. Customer stated that the insulin squirting out during the manual prime process. The insulin pump will not be returned for analysis.